Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction had occurred. On 09/26/2025, the patient experienced a skin reaction characterized by a full-body rash. No treatment was documented, and there is no record of any medical intervention related to this reaction at the time of the report. Due diligence attempts to contact the reporter for more information were attempted but not successful. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.